Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event was completed at mako surgical. A supplemental report will be filed when additional information is obtained. Device not returned.

Event description:
A surgeon previously performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants on (B)(6) 2011. On (B)(6) 2015, the patient underwent surgery for a revision to a total knee arthroplasty.

Manufacturer narrative:
Follow-up #1 submitted to update sections based on results of investigation. Reported event: an event regarding revision involving an unknown mako device was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends. Device not returned.

Event description:
A surgeon previously performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants on (B)(6) 2011. On (B)(6) 2015, the patient underwent surgery for a revision to a total knee arthroplasty.